Event description:
It was reported that 3-4 years ago, the patient had a lead revision on the left lead. The patient was unsure of details pertaining to why the revision was needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748966 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product type extension; product ID 748966 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product type extension; product ID 7435 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product type programmer, patient; product ID 389233 lot# j0444324v serial# implanted: (B)(6) 2005 explanted:; product type lead; product ID 389233 lot# j0444324v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2010; product type lead. (B)(4).